Manufacturer narrative:
Because the lot number is unknown, the non-conformance database could not be pulled and reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report 3 of 7 for the same event. Reports 1, 2, and 4 through 7 are reported on MFR #:0001032347-2016-00255, 0001032347-2016-00256 and 0001032347-2016-00258 through 0001032347-2016-00261.

Event description:
A tmj revision for unknown reasons was reported for the patient's right side.